Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was around 132 mg/dl. Reportedly, the customer continued to use the existing cartridge for insulin delivery.